Event description:
Three months after stent implantation, there was in stent restenosis. This transplant recipient presented with new lesions in the left anterior descending artery eight years later, following the transplant, he was maintained on long-term immunosuppressive therapy with cyclosporine, mycophenolate mofetil, predisone, lisinopril, atorvastatin, gemfibrozil, cardizem and glyburide. Surveillance coronary angiography revealed allgraft vasculopathy with new 68% diameter stenosis of the mid-left anterior descending (lad) artery, 70% stenosis in the right coronary artery with clot formation and moderate left circumflex disease. He subsequently underwent successfully angioplasty and stenting of the right coronary artery lesion.